Manufacturer narrative:
Investigation outcome: it was reported that the device alarmed for tf446026 am vref error and failed the self test at start-up. No patient involvement. It was also mentioned that that the device produces 'stuttering breath'. Technical fault can be verified from attached device logs. However, stuttering breath cannot be evidenced from device logs. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test should is not an immediate or critical failure, but part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. Hamilton medical inc shipped control board (msp161502) to be replaced to customer. It is unknown if the replacement of this part resolved the issue as no feedback was received. This case is considered as closed.

Event description:
The following was reported to hamilton medical ag: the device alarmed for tf446026 am vref error and failed the self test at start-up. It was also mentioned that that the device produces 'stuttering breath'. No patient involvement. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).